Event description:
On (B) (6) 2010, a right total hip replacement was performed by an orthopedic surgeon at our facility. At the follow-up post-op visit, a routine x-ray was performed and it was noted that there appeared to be a small piece of metal near pt's greater trochanter. Following this x-ray, the equipment was examined and it was noted that a small piece of the inserter lock is missing from the femoral stem inserter. Retrieval of the piece would cause greater harm to the pt than retention.